Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak was unable to be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents for leaks reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a restenosed, moderately calcified lesion in the moderately tortuous saphenous graft to the fistula. The 6mmx40mmx80cm armada 35 was prepped prior to use with no issues noted. However, after advancement onto the guide wire, a balloon leak was noted. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Another 6mmx40mmx80cm armada 35 was used to successfully complete the procedure. There was no additional information provided.